Event description:
During a follow-up, upon interrogation, there was an alert for low impedance on the atrial and ventricular channels of the device. The device was explanted and replaced to resolve the issue the patient was stable with no adverse consequences.

Manufacturer narrative:
As, received, the device was returned for analysis with beginning of life (bol) battery levels. Visual inspection of the device revealed no anomalies. Functional electrical testing on the device revealed that the impedance values were measuring low using a merlin programmer. The device was cut open for further analysis, which included current leakage and input impedance tests on the hybrid circuitry. The source of impedance measurement anomaly was isolated to the hybrid circuitry and consistent with integrated circuit (ic) anomalies.